Event description:
This report is based on information provided by philips bench technician and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the therapy board was not behaving normally. The bench technician evaluated the device and determined this was a malfunction of the therapy board; however, it was determined the device had reached end of service (eos). The customer was informed that service could no longer be completed on the unit as the device had reached end of service (eos). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy board. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end of service terms and the customer was informed they should purchase a newer defibrillator. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.